Event description:
The customer reported an intermittent generator error message. The system shuts down when this occurs. This resulted in an intermittent, recoverable loss of imaging functionality. There is jo report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.